Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent fracture requiring medical intervention. Device issue: stent fracture. It was reported that approximately three month post promus stent implant in the left anterior descending artery, the pt presented with chest pain. Reportedly, the pt had stopped taking plavix. Angiography and intravascular ultrasound revealed stent fracture and restenosis. A 3.0 x 18 mm promus stent was implanted within the fractured stent successfully. There was no other adverse pt sequela. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.